Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that following a successful system implant, prior to the patient exiting the operating room, notable r-wave drop and threshold rise, were exhibited. The site reported intermittent asystole; however, no loss of consciousness. The pocket was immediately reopened and this right ventricular (rv) lead repositioned. During the intervention, the physician felt the newly implanted device was faulty and requested a replacement. The associated device is expected to be returned for analysis. This rv lead remains implanted and in service. No adverse patient effects were reported.